Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 300 mg/dl. Reportedly, the customer disconnected infusion set from the cartridge, delivered 5-6 units during the load fill tubing process, and did not observe any drops of insulin exiting from the end of the cartridge tubing. Reportedly, multiple supply changes were performed to address the issue, however; the customer reverted back to manual daily injections.